Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 180 mg/dl and 220 mg/dl on the reported meter within 20 minutes. The patient's test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.